Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported the device stopped functioning after cardioversion of the patient for atrial arrhythmia.

Manufacturer narrative:
Please refer to the attached analysis report, sections d3, g1 and g2 updated.

Event description:
The physician reported the device stopped functioning after cardioversion of the patient for atrial arrhythmia.